Event description:
This lead was explanted and replaced due to intermittent oversensing. "The physician extracting the lead commented externalization of cable was apparent on fluoro." There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2014 - this device was returned.

Manufacturer narrative:
On 8/20/2014 - additional information was obtained by the field rep. This patient had been inappropriately shocked 37 times. It was those shocks that prompted the patient to go to the hospital. The patient and device codes have been updated to reflect this. Upon receipt, the lead was found dissected. Two fragments were received for analysis but in between these two fragments a small piece of lead body was not returned. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragment was scrutinized. The analysis of the lead demonstrated severe signs of wear and strong fibrosis. In particular, the insulation was found damaged in the area of the tricuspid valve and the conductor cable to the rv shock coil was found outside the lead body, as mentioned in the complaint description. Furthermore, the insulation of the lead body was found abraded in this region, most likely due to friction with the tricuspid valve. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as cuttings in the insulation and a fracture of the conductor cable to the rv shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to intermittent oversensing. The physician extracting the lead commented externalization of cable was apparent on fluoro. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. On 07/22/2014 - this device was returned. On 8/20/2014 - additional information was obtained by the field rep. This patient had been inappropriately shocked 37 times. It was those shocks that prompted the patient to go to the hospital. The patient and device codes have been updated to reflect this.